Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a hemorrhoidectomy procedure the device did not work (did not cut or coagulate tissue). The surgeon handed over the device to the technician to clean, and the technician noted that the jaw was loose and when the device was being wiped or cleaned the second time, the jaw broke off. There was no device fragment fell inside the patient. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The evaluation confirmed the broken probe. The distal end was inspected under a microscope and found approximately 15mm of the probe unit is detached.